Event description:
It was reported that the patient ams 700 inflatable penile prosthesis (ipp) was removed and replaced with a new ipp due to unspecified reason. Additional information received stated that the prosthesis was removed due to a fluid loss.

Event description:
It was reported that the patient ams 700 inflatable penile prosthesis (ipp) was removed and replaced with a new ipp due to unspecified reason. Additional information received stated that the prosthesis was removed due to a fluid loss.

Manufacturer narrative:
Device analysis: an allegation of fluid loss was reported. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had leaks at the corner of buckling folds due to wear and fatigue. One of the cylinders also had avulsion and broken fabric threads present. Product analysis confirmed the reported allegation of fluid loss. An investigation conclusion code of cause traced to component failure was chosen, as problems were traced back to cylinder leaks without any design or manufacturing issue. The product analysis results and event report provided no objective evidence that would warrant further escalation.